Manufacturer narrative:
The device associated with this report was not returned to the manufacturer for evaluation. Product history shows that this drill was manufactured on 06/09/2000 with the last service/repair on 04/06/2006. A two year review of complaint history for this device shows no similar reports. The drill was not maintained as per the manufacturer recommended annual preventative maintenance schedule. The importance of annual service was communicated during a follow-up conversation with the risk manager. In addition, a letter of education regarding the importance of following the recommended preventative maintenance schedule will be provided. Additional info from the user facility report: (b)(6. Conmed osteon drill.

Event description:
Medwatch received from the user facility 06/16/2010. Upon follow-up with the risk manager it was stated a copy had not yet been forwarded to the FDA. Also, no further info could be provided related to the pt condition, or the event itself. No performance problem with the drill was reported and the unit was placed back into circulation for use. As per the risk manager, info regarding this event was dictated on the surgeon's operating notes. Per medwatch "pt undergoing a left tympanomastoidectomy, surgeon dictated the drill "jumped" and a twitch of the pt's face was noted. On examination, the surgeon states the appearance of nerve fibers. The operation was terminated. Upon waking, the pt was observed to have left sided facial paralysis."